Event description:
It was reported that the patient presented with discharge due to infection prior to the pocket revision procedure. The old pacemaker system was explanted and replaced. The recent pacemaker was explanted and replaced. The leads remain implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.